Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low readings issue with the abbott diabetes care (adc) device was reported. The customer received sensor scan results of 9.40 and 3.30 mmol/l compared to readings of 21.90 and 7.90 mmol/l respectively obtained on an hcp meter and the results, when plotted on a parkes error grid, fall into the c zone, showing the difference in values to be clinically significant. The length of sensor wear was 13 days. The customer noted a horizontal trend arrow which indicates glucose is changing slowly (less than 1 mg/dl per minute). The customer experienced lethargy, dizziness, drowsiness called emergency and was hospitalized. Customer was administered insulin (intravenous and injection) for a hyperglycemia diagnosis. There was no report of death or permanent impairment associated with this event.